Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown helical blade (part# unknown, lot # unknown, quantity 1).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.037.030. Lot: 8964429. Manufacturing site: (B)(6). Release to warehouse date: 04. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the helical blade/ screw extractor (p/n 03.037.030 lot 8964429) was returned and received at us cq. A visual inspection was performed. The distal tip of the device was observed to be broken and the broken part was not returned to us cq. The instrument displayed wear from normal and repeated use and servicing. No other issues were identified with the returned components of the device. Device failure/defect identified. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter closer to the distal tip was measured which is within specification as per the drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed conclusion: the complaint condition is confirmed for the helical blade/ screw extractor (p/n 03.037.030 lot 8964429) as the distal tip was broken and the broken part was not returned. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during total hip replacement procedure of a proximal femoral nailing system (tfna) extraction, a t-handle threaded tip broke off while threading it into the helical blade being extracted and the tip was removed from the patient. The surgeon used pliers to remove helical blade easily. Patient needed a total hip replacement. There were no malfunction or allegation of any of the implants. There was no surgical delay. Procedure was successfully completed. There was no patient consequences. Concomitant device reported: unknown helical blade (part# unknown, lot # unknown, quantity 1), unknown pliers (part# unknown, lot # unknown, quantity 1). This report is for one (1) helical blade/screw extractor. This is report 1 of 1 for complaint (B)(4).